Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not make x-rays. This resulted a temporary loss of imaging functionality. There are no reports of pt injury or death associated with this event.